Manufacturer narrative:
The reported condition of failed flow accuracy test during calibration was not confirmed and or reproduced. A pre-accuracy test was performed and the phm (pump head module) passed pre-accuracy testing. (B)(4).

Event description:
The facility representative reported a colleague infusion pump with a condition of failed flow accuracy test during calibration." The event was reported to have occurred during biomed testing. According to the hospital representative, no patient injury or medical intervention had been reported related to the device. This is involving a pump with software version 6.13.90 which is categorized as remediated. No additional information is available. During baxter quality engineering review of the event history on june 30, 2010, it was determined that the reported condition occurred during delivery.

Manufacturer narrative:
(B)(4). Correction: upon further investigation by baxter, this event has been determined to be non-reportable.